Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: device reset was caused due to a single parity error while in ship settings. After reloading the product code, the device displayed no malfunctions. During the dlts test no errors were found.

Event description:
It was reported that the device was received operating in backup vvi due to a single parity error while in ship settings. Not implanted.